Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), that was implanted the previous day, exhibited noise on the rate/sense channel that inhibited the test pacing. The patient is not pacemaker dependant. The sensitivity was changed to least but the noise still occasionally occurs.